Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd the scs system on (B)(6) 2011. The pt reported she was experiencing difficulty operating her charging system. The pt expressed confusion regarding the external devices needed to recharge and suffers from poor eyesight. The pt also reported she has a difficult time observing the lights on the charging system and distinguishing the different parts of the external devices. The pt is currently working with her physician to determine the next course of action. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.